Manufacturer narrative:
Implant date mentioned in the previous report was incorrect. The correct implant date is (B)(6) 2001. Also it was mentioned in the previous that the atrial lead was replaced. The correct information is that the atrial lead was only capped but not replaced.

Event description:
The atrial lead was capped but not replaced on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited high impedance, noise and loss of capture due to fracture. The patient experienced dizziness. The leads were capped and replaced on (B)(6) 2018. The patient was stable post procedure.